Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported they had a fall three weeks ago, and since around that time sometimes they felt stimulation and sometimes they didn¿t, and experienced a loss of therapy. The patient programmer (pp) was used to check the device which showed stimulation was off, but was set at 3.0 volts. The consumer was then able to turn stimulation on and feel it. It was noted that even though stimulation had been off, they had still been feeling stimulation, but now that it was on they felt ¿more stimulation than before.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.